Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level ranged from 300 mg/dl to 579 mg/dl. The user addressed bg levels with a bolus/manual injection. Reportedly, the alarm cleared and insulin delivery was resumed.